Event description:
It was reported that the pulse generator indicated that elective replacement indicator (eri) had been reached. However, the battery voltage was 2.75, impedance 2.8 kohms and the magnet rate 98.5 ppm.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that the device had reached elective replacement indicator (eri) according to the measured data. However, the device exhibited normal battery data and no ex-plantation could be determined for the eri indicator being triggered. The elective replacement indicator was manually cleared and despite extensive testing, the reported condition could not be reproduced.